Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient¿s lead had moved. The patient went for a walk three days prior to the report, nothing unusual happened during the walk, but the walk caused the lead to move. An x-ray was performed and confirmed the lead moved. The patient was scheduled to see the surgeon the day of the report, however there were no reports of a surgery being scheduled or performed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.